Manufacturer narrative:
H6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate drainage during a procedure performed on (B)(6) 2025. During the procedure, the stent did not unfold smoothly upon insertion. It was reported that the procedure failed and had to be cancelled. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate drainage during a procedure performed on (B)(6) 2025. During the procedure, the stent did not unfold smoothly upon insertion. It was reported that the procedure failed and had to be cancelled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis, and it was returned with the stent fully expanded and deployed. Also, it was found the inner sheath kinked. The reported event of stent failure to deploy could not be confirmed. The stent was received for analysis, and the investigation was not able to confirm the reported event of stent failure to deploy. The device was returned with the stent fully expanded and deployed. The inner sheath was also found kinked. Additionally, the catheter moved freely through the luer and the slider could be moved to its original position without no resistance. There is not enough evidence to determine whether the stent failure to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. In addition, the additional investigation finding could have occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. On the other hand, the event of cancelled/rescheduled procedure could not be confirmed because happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause of the reported event. Therefore, taking all available information into consideration, the overall root cause of the reported events is unable to exclude device problem. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.